Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited a high capture threshold which resulted in loss of capture. The lead helix failed to extend after repositioning. The lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of unacceptable threshold and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. X-ray examination found the inner coil was over torqued and all filars were broken / separated inside the connector region consistent with procedural damage. After cutting and cleaning the distal end, the helix could be retracted and extended by applying torque directly to the inner coil. The full helix extension length was measured within specification. Electrical testing found an open circuit due to broken / separated inner coil inside the connector region consistent with procedural damage. The cause of the reported events was isolated to the over torqued and broken / separated inner coil inside the connector region and helix being clogged with blood/tissue.